Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump and oil mist filter were replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. (B)(6). (B)(4).

Event description:
A customer reported an event of an "oil mist" or haze emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
It was mistakenly stated of the initial report dated (B)(6) 2018 that the vacuum pump and oil mist filter were replaced to resolve the haze/mist issue. Instead, the oil mist filter was adjusted to resolve the haze/mist issue. The investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist issue was reviewed from (B)(6) 2018 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the haze/mist issue is the oil mist filter. The field service engineer adjusted the part and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. No parts were replaced as a result of this issue. Asp will continue to track and trend this issue. (B)(4).